Manufacturer narrative:
(B)(4). A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The helix was clogged with blood/tissue. After cleaning, the helix was able to extend and retract. The full helix extension length measured within product specifications. (B)(4).

Event description:
A screw issue occurred with the lead. The patient was in stable condition.

Manufacturer narrative:
Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The helix was clogged with blood/tissue. After cleaning, the helix was able to extend and retract. The full helix extension length measured within product specifications.